Event description:
Falsely elevated ctni results of 3.25 ng/ml and 3.61 ng/ml were obtained on a patient sample tested on two different analyzers. Falsely elevated results were reported to the physician. The same specimen was retested and a ctni result of <0.04 ng/ml was obtained. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elavated ctni result. Analysis of instrument data did not identify an instrument failure. Customer inducated a sample integrity issue.